Manufacturer narrative:
A product from the same lot number has been received at the lyon site for evaluation. Visual inspection is done on the returned product: no anomaly found. The product has been returned in its original packaging. Inspection was performed according to associated inspection work instruction. All results are in compliance within specifications. The following investigative actions were performed: - complaint history review: the complaint history review identify three previous similar reported event for this device and none for the same lot number. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. - medical investigation monitoring board (mimb) review: per mimb, a medical investigation was required. The conclusion of the clinical/medical evaluation is that no clinical factors concluded to have contributed to the event. It is unknown if the quality of bone encountered could have been a contributing factor or if the IFU was adhered to. It is unknown why it was decided to cut the screw instead of removing the screw with the driver that can seat the screws further if separated from the drill before its seated. No consequence for the patient was alleged in the complaint record; however, it was reported that "there was no osteosynthesis performed on this metatarsal". Further patient impact included the retained screw-tip fragment, surgical delay, and the modified surgical procedure. Although unlikely, the potential for corrosion and local irritation/migration of the screw-tip fragment could not be completely ruled out. No further medical assessment can be rendered at this time. The complaint alleges no injury to the patient. It could not be determined whether the device contributed to the reported event. According to risk management documentation for the spin implants, lack of pre-drilling is identified as failure mode which could result in breakage of the spin screws. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required.

Manufacturer narrative:
H6 was updated. Results of investigation: a product from the same lot number has been received at the lyon site for evaluation. Visual inspection is done on the returned product: no anomaly found. The product has been returned in its original packaging. Inspection was performed according to associated inspection work instruction. All results are in compliance within specifications. The following investigative actions were performed: complaint history review: the complaint history review identify three previous similar reported event for this device and none for the same lot number. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation was required. The conclusion of the clinical/medical evaluation is that no clinical factors concluded to have contributed to the event. It is unknown if the quality of bone encountered could have been a contributing factor or if the IFU was adhered to. It is unknown why it was decided to cut the screw instead of removing the screw with the driver that can seat the screws further if separated from the drill before its seated. No consequence for the patient was alleged in the complaint record; however, it was reported that "there was no osteosynthesis performed on this metatarsal". Further patient impact included the retained screw-tip fragment, surgical delay, and the modified surgical procedure. Although unlikely, the potential for corrosion and local irritation/migration of the screw-tip fragment could not be completely ruled out. No further medical assessment can be rendered at this time. The complaint alleges no injury to the patient. It could not be determined whether the device contributed to the reported event. According to risk management documentation for the spin implants, lack of pre-drilling is identified as failure mode which could result in breakage of the spin screws. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while screwing during procedure, the head of the spin screw broke twice without force. The part (which stayed in the patient) was cut as short as possible (2 - 3 screw threads were left into the patient as it was impossible to remove). The event led to 10 minutes surgical delay with no consequences for the patient. The surgery was completed; however, osteosynthesis could not be performed on the metatarsal.